Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via solutions tracker that the customer has been experiencing high and low blood glucose levels. Customer's blood glucose level was fluctuating between 430 mg/dl and 45 mg/dl. Customer was shown how to do the dual wave bolus to help with his high blood glucose level after meals. Customer declined to be transferred to the 24 hour help line. Customer was advised of tips for caring and maintaining the insulin pump.